Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm. The customer's blood glucose was 200 mg/dl. Troubleshooting found the insulin pump alarmed no delivery during a fixed prime and insulin did not exit from the tubing. Customer was advised to change out their infusion set and reservoir. No additional information provided.